Event description:
High blood glucose level up to 14 - 15 mmol/l. Novopen echo: insulin doesn't go out when 0.5 units setting. Case description: this serious spontaneous case from russian federation was reported by a consumer as "high blood glucose level up to 14 - 15 mmol/l" beginning on (B)(6) 2016, "novopen echo: insulin doesn't go out when 0.5 units setting" beginning on (B)(6) 2016, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2015 and ongoing due to "diabetes mellitus, type 2". (B)(6). Medical history included diabetes mellitus, type 2. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml for about six months, the patient had high blood glucose level up to 14 - 15 mmol/l after meal. In addition, the mother complained of novopen echo; insulin didn't come out when 0.5 units were set. Treatment received was reported as no however, on (B)(6) 2016, the patient was hospitalised in the endocrinology research center for insulin pump installation and insulin dose adjustment. It was reported that they re-used needles; one needle was used for 2 - 3 injections. They didn't leave the needles attached to the injector between injections. Action taken to novopen echo was reported as no change. The outcome for the event "high blood glucose level up to 14 - 15 mmol/l" was not yet recovered. The outcome for the event "novopen echo: insulin doesn't go out when 0.5 units setting" was not reported. No additional information neither medical confirmation could be obtained. This is a combined initial and final report. Investigational result: name: novopen echo. Batch number: (B)(4). A batch trend report was created. Nothing abnormal was found. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Manufacturer comment: 26-oct-2016: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary name: novopen echo batch number: (B)(4) a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. Name: novorapid penfill 3 ml 100 ie/ml, batch number: unknown non-novo nordisk product or concomitant product or safety only case category.